Event description:
It was reported that during testing at the customer facility, a broken bur was stuck inside the attachment. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information